Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample generated a sars-cov-2 positive, flu a negative and flu b negative result in the initial test on the cobas liat system (sn (B)(4)). The patient was referred to a covid hospital, where they were tested on the genexpert system, which generated a negative result. Due the negative result, the client retested the same initial sample on another cobas liat system (sn (B)(4)), which generated a negative result. No harm was alleged. An investigation is ongoing.

Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product problem. A review of the data revealed late CT values indicative of a sample near the limit of detection (lod). Lod samples are expected to waiver between positive and negative upon repeat. In addition, it is likely the discrepancy between results is due to the difference in technologies between the three platforms used. Assays can differ in sensitivity and their ability to identify viral load. (B)(4).